Event description:
It was reported that the temperature sensing foley fail on a patient. After the foley was placed in the patient the temperature reading did not capture the correct temperature. A second foley was used, and again, the same issue occurred .the two foleys had the same lot numbers nghw1478 and one event was on (B)(6) 2024 and the other was (B)(6) 2024. Both of these times, the bard foley temperature reading was reading 18 degrees, but the actual bladder temperature of the patient was 35 degrees. Have pulled all the foleys from that lot the customer had 15 each unopened foleys in my office, including 1 soiled and contaminated foley for collection and inspection. Per additional information received via mail on 22feb2024, they had 2 separate occurrences which the bard temperature foleys with lot#nghw1478 has given incorrect temperature readings. One event was on (B)(6) 2024 and the other was (B)(6) 2024. Both of these times, the bard foley temperature reading was reading 18 degrees, but the actual bladder temperature of the patient was 35 degrees. Per sample form received on 28feb2024, it was reported that the patient temperature did not bad actually. Stated that had to be removed and replaced with working product. Temperature reading was 18 degrees, but actual bladder temperature was 35 degrees. Per notification from ucc on (B)(6) 2024, it was noted that the during sample evaluation of returned temperature sensing foley (lot#nghw3062) had given incorrect temperature readings.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "operator error". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley fail on a patient. After the foley was placed in the patient the temperature reading did not capture the correct temperature.a second foley was used, and again, the same issue occurred.the two foleys had the same lot numbers nghw1478 and one event was on18jan2024 and the other was 19jan2024. Both of these times, the bard foley temperature reading was reading 18 degrees, but the actual bladder temperature of the patient was 35 degrees.have pulled all the foleys from that lot the customer had 15 each unopened foleys in my office, including 1 soiled and contaminated foley for collection and inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.